Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to use issue since tightening the perclose suture achieved hemostasis. G1- corrected MFR site name and address

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 68-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that a patient experienced oozing/bleeding from their access site following impella cp implant. To manage the condition, manual pressure was applied, sutures were tightened, and two units of packed red blood cells were transfused. The patient remained on support until successfully weaned and explanted. Upon explanting the pump perclose was used and failed so covered stent was deployed and hemostasis was achieved. The patient was reported as stable.